Event description:
It was reported that upon interrogation, the pulse generation exhibited a diagnostics anomaly. The diagnostic data was cleared and normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.